Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety.

Event description:
Healthcare professional reported left-side rupture and exchange from textured to smooth implants due to the patient¿s concern with the product. The device remains implanted.

Manufacturer narrative:
Visual analysis of the videos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Encapsulation observed.

Event description:
Healthcare professional reported left-side rupture and exchange from textured to smooth implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.